Event description:
It was reported that pump displayed malfunction alarm code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump, confirmed that malfunction did not recur, advised that pump use could continue, and instructed customer to call back if any malfunction code appeared again, which customer acknowledged and understood.